Event description:
The customer alleged they received questionable creatinine plus (crep) results on their c701 analyzer. The customer alleged they had a reagent pack that was calibrated with results in line with expectations, but that produced an error message. The customer stated there were 143 questionable patient results that were produced on this reagent pack before the test was masked. The customer provided data for 160 patients, 41 of which had discrepant results that were reported outside the laboratory. The patient samples were repeated after generating a good lot calibration. Please refer to the attachment to the medwatch for patient data. The customer stated that the laboratory reacted quickly once the issue was discovered and were not aware of any patients that were negatively affected. As far as it was known, there were no adverse events. The crep reagent lot number was 683064. The expiration date was requested but not provided.

Manufacturer narrative:
The customer provided data for one additional patient with a discrepant result reported outside the laboratory. The initial creatinine result was 102 umol/l. The repeat result was 133 umol/l. A definitive root cause could not be determined. It was determined the reagent pack in use prior to the event produced an accepted calibration, but there were error messages, and the quality control results were outside of 2sd. The customer did not perform calibration or quality control before running patient sample on the new reagent pack that caused the discrepant results. The operator's manual states that calibration and quality control must be valid before running patient samples.

Manufacturer narrative:
This event occurred in the (B)(6). No information was provided on the specific part number involved in this event.